Event description:
It was reported by the customer's granddaughter that their insulin pump keypad was unresponsive to user inputs and the numbers on the display screen continue to scroll. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped, but may have been exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 170 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.